Event description:
Plastic tip of feeding extension set broke off and became lodged in baby's gastrostomy tube. Surgeon had to bring special instrumentation to nicu from or to extract the broken piece.====================== manufacturer response for enteral y extension set, (brand not provided)======================the manufacturer has communicated with our recall coordinator. They requested additional information from us, which we provided to them.